Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device turns the mask purple. There is allegation of pneumonia. Patient went to the doctor and had a CT scan that said his lungs are severely damaged. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.